Manufacturer narrative:
The lot number was provided and the device history records were reviewed. The lot met all release criteria. Functional tests of the returned device were performed. The patency of the guidewire lumen was tested and passed. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting the balloon approximately 3.5cm from the distal tip. The balloon was stripped of its fibers. A rupture was observed 11cm from the distal tip. The longitudinal portion of the rupture was measured to be 3.2cm in length and a partial circumferential rupture extended approximately halfway around the balloon. The investigation is confirmed for a longitudinal and circumferential rupture on the barrel of the balloon. The definitive root cause could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event. It should be noted that per the reported event details, it was stated that the device was inflated with a syringe . The IFU (instructions for use) states that the use of a pressure monitoring device is recommended to prevent over pressurization. It is unk whether the balloon was overpressurized or the use of a syringe contributed to the event. Specific warnings, precautions and directions for use of the dorado pta dilatation catheter are included in the current instructions for use (IFU).

Event description:
It was reported that the pta balloon ruptured (atm unk) during the first inflation in an a/v fistula venous anastomosis. There was no reported retraction difficulty through the sheath. There was no reported injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.